Event description:
It was reported the lead impedance has been decreasing from 70s to 40s over the previous 2 months with a dip to 5 ohms in 2009. The lead was partially explanted, capped, and replaced due to low impedance and suspected lead integrity issue. No patient complications were reported as a result of this event and the patient is reported to be "doing quite well."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint quattro secureimplantable tachy lead. It was reported the lead impedance has been decreasing from 70s to 40s over the previous 2 months with a dip to 5 ohms in 2009. The lead was partially explanted, capped, and replaced due to low impedance and suspected lead integrity issue. No patient complications were reported as a result of this event and the patient is reported to be "doing quite well. No conclusion can be drawn. Impedance, low.